Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, when revising a femoral component with a stem, surgeon removed the femoral component but the stem remained in the femur and had to be removed separately. Additional information received from surgeon on 8/17/2022: "patient had prior partial knee arthroplasty that had loosened. Revision to total knee was performed including use of stems to provide more stability to implants. Patient had difficulty regaining full extension. Posterior capsular release was performed. Limited extension persisted, so on 10-23-2018 revision of the femoral component was performed. The femoral component was removed and the stem stayed in place in the im canal and had to be removed separately." Surgeon also stated: "...the connection between the femoral component and a stem have not maintained a strong connection. I have a friend who is an engineer and used to own a mechanical testing company. He states a morse taper is a very reliable connection. It should not come apart easily and sometimes requires special tools to disengage the joint."